Event description:
On 12/13/2022, it was reported by a sales representative via email that the tightrope from an ar-8958tds dual tightrope syndesmosis implant system, would not tension on one side. This was discovered while assembling the tightrope during a procedure on (B)(6) 2022. Case was completed by using an individual ar-8926t knotless tightrope.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning. However, due to the device being returned unpackaged, we are unable to confirm the reported event.